Event description:
A report was received that the patient had a previous revision wherein the ipg was relocated (MFR report #: 3006630150-2013-01827), the old ipg site had some scar tissue that was causing pain. The patient underwent a procedure wherein that scar tissue was removed.

Event description:
A report was received that the patient had a previous revision wherein the ipg was relocated (MFR report #: 3006630150-2013-01827), the old ipg site had some scar tissue that was causing pain. The patient underwent a procedure wherein that scar tissue was removed.

Manufacturer narrative:
Event date: (B)(6) 2014.